Event description:
New information received indicated that additional post-paced t-wave oversensing episodes were observed. Further testing and programming changes were recommended.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a merlin.net transmission showed non-sustained lead noise due to post paced t wave oversensing. Reprogramming was recommended.

Event description:
Additional information received indicated that programming changes were made for latest post-paced t-wave oversensing episodes.